Event description:
The customer reported an overinfusion occured in the inpatient acute care unit. The nurse hung a 1000 ml bag of d5ns to infuse at 75 ml/hr and found the bag empty after 5 hours. The start and end time of infusion were not provided. The vtbi indicated there was 603 ml left to infuse. The customer found an "error 18" in the log and says the manual states this can be due to a battery issue or power supply issue. The device's battery was last changed in 2006. He states the device had unspecified problems in (B)(6) 2006 and both the main battery and the nicad battery for the memory logic board were replaced at that time; the device has had no problems since that time. There was no report of patient harm. Medical intervention was not required. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The reported complaint of an overinfusion could not be confirmed. The pc1t model device contains a key press log however this log has been deemed unreliable since it contains no date or time stamp in addition to other limitations. The error log was reviewed and found to contain one error to fast battery discharge. Rate accuracy testing on the device was performed using the last rate parameter found in memory and the device was found to be delivering fluid within specifications. Occlusion pressure testing also found the device to be alarming within specifications. Internal and external inspection of the device found it to be in good working condition with no issues noted. The root cause of the customer's report of an overinfusion was not determined during the investigation.